Manufacturer narrative:
Patient was revised to address chronic dislocation. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the femoral head. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports found against the liner. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address chronic dislocation.